Event description:
The caller reported a malfunction on the pump with the malfunction code 'malf 12.' There was no adverse impact to the customer's blood glucose level. Initially unable to perform a pump reset, the customer later called back to complete the reset with guidance from technical support, successfully restoring insulin delivery and reconnecting the continuous glucose monitor.